Event description:
The operator of an immulite 2000 instrument observed that all patient samples tested were resulting as 'zero'. It is unknown which assays were being run on the instrument. Discordant results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to patient samples resulting as 'zero'.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the digital fluidics printed circuit board (pcb) was not sending commands to the substrate and water pumps. The cause of patient samples resulting as 'zero' for all assays was a malfunction of the digital fluidics pcb. The instrument is performing according to specifications. No further evaluation of this device is required.